Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the customer experienced a blood glucose (bg) that was "high." Customer gave a correction bolus via pump to address bg. A system check was performed and it was determined that the customer did not fill the cannula during the load fill tubing sequence which contributed to the elevated bg. Tandem technical support educated customer on proper the load techniques. Recommendation was made to discuss diabetes management with a health care professional.